Event description:
It was reported that post sedation, the patients procedure was aborted as the physician was unable to gain access to the epidural space. It was noted that the patient had a history of spine fracture and multiple surgeries. The facility discarded the lead that was attempted to be placed.